Event description:
It was reported that a fourteen hole, 3.5mm locking compression plate (lcp) was removed from the left wrist of the patient due to prominence of the device. Six locking screws were also removed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This complaint was determined to be invalid based on DHR review only. No parts were returned for dimensional investigation.